Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal branches using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing a pod pc through the microcatheter, the physician was experiencing resistance and the coil would not advance. Therefore, the pod pc was removed. Next, the physician was advancing a new pod pc through the microcatheter and experienced resistance. Subsequently, while retracting the pod pc, the physician noticed that the pod pc had unintentionally detached inside of the microcatheter. Therefore, the physician used the pusher assembly to push the detached pod pc into the target location and the coil was successfully implanted. The procedure was completed using new pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.